Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing white screen. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer also reported that the insulin pump display was flashing. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank flashing white display due to vertical cracked lcd controller. Unable to verify missing segments/partial display or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.